Event description:
It was reported that a symptomatic patient presented in the emergency room. Upon interrogation, the pulse generator was at end of life due to premature battery depletion. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.